Manufacturer narrative:
(B)(4). Conclusion: there is no documentation or indication a causal relationship exists between patients¿ diagnosis of chest pain, shortness of breath, severe systolic congestive heart failure with an ejection fraction of 15% to 20%, ischemic cardiomyopathy or the subsequent 3 vessel surgical procedure of a CABG, non-st elevation mi and the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a strong probable association to the patients¿ complex cardiac disease and past medical history and the adverse events. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 during a service call the patient¿s contact reported that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing chief complaints of dizziness, disorientation and difficulty seeing (blurred vision) at home and required admission to the hospital from (B)(6) 2017 due to hyperglycemia. The patient¿s wife noted that her husband was not diabetic and it was unknown what caused the episode of hyperglycemia now requiring insulin management. While hospitalized the patient continued on ccpd therapy using the cycler without further reported issues. On (B)(6) 2017 the patient was discharged home with wife and prescribed insulin to be administered every 12 hours to home current medication regime, subsequently continuing ccpd therapy on the liberty cycler. On (B)(6) 2017 during a service call the patient contact reported the patient was just discharged from the hospital. Medical records were received revealed the patient went to the emergency department(ed) on (B)(6) 2017 experiencing signs and symptoms of hyperglycemia at home and directly admitted to the hospital. Patient hospital medication list as well as concomitant medication list was supplied, additionally identified any medications that were discontinued (stopped). Additionally the primary diagnosis was: hyperglycemia without ketosis (unspecified). The patient was discharged to home on (B)(6) 2017 resuming light activity with follow up appointments with primary care physician (pcp)/nephrologist and specific

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was at a hospital dialyzing using a facility cycler. Follow-up was made with the pd patient's clinic registered nurse (rn) for additional information, who revealed the patient was hospitalized from (B)(6) 2017 due to exacerbation of congestive heart failure. Per pdrn the patient had been admitted with chief complaints of edema and difficulty breathing. The pdrn stated the patient suffered from several pre-existing co-morbidities including congestive heart failure and cardiac-related issues. The pdrn stated the patient received adequate dialysis therapy while hospitalized and was transferred to a rehabilitation center on (B)(6) 2017. Per pdrn as of (B)(6) 2017 the patient remained in the rehabilitation center, the patient's signs and symptoms of edema and difficulty breathing have resolved, and the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.